Event description:
It was reported to philips that the system displays an error and beeps. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) evaluate the device. Upon evaluation, the fse was unable to duplicate the reported problem. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
The customer spoke to a remote service engineer (rse). The rse referred the customer to fh for repairs. The customer did not specify what action was taken to resolve the reported issue. Device resolution data is not available. The device remains at the customer site and no further evaluation is required at this time. The device remains at the customer site and no further evaluation is required at this time.